Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on when opening the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not power on when opening the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned for evaluation the issue could not be duplicated or verified. A cause of the reported issue could not be determined.

Manufacturer narrative:
The device was returned to stryker product analisys center (pac) for further investigation. During evaluation at pac, the reported issue was able to be verified and duplicated. The root cause of the reported issue was determined to be isolated to the reed switch, sw5. The customer was provided with a replacement device. Device archived by stryker maastricht.

Event description:
A customer contacted stryker to report that their device would not power on when opening the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.